Event description:
It was reported that the target lesion was located in the distal right coronary artery (rca) with moderate tortuosity and moderate calcification. The patient had an unspecified stent implanted in the mid rca during a procedure a few weeks prior. The xience nano stent was attempted to be advanced distal to the implanted stent. During the attempt to cross through the previously implanted stent, the xience nano dislodged. The dislodged stent was retrieved via a snare. The procedure was concluded and no further treatment was attempted for the distal lesion. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.